Event description:
Philips received a complaint from a distributor reporting the touchscreen does not respond properly on the v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and reported the issue was not resolved with calibration. The touch positions were slightly off around the edges of the screen. Therefore, the touch screen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.